Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the spine, it was observed that the attachment device bearings were bad. There were no delays in the surgical procedure. A spare device was available for use; however, the original device was used to complete the procedure successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cutter couldn't be inserted, the bearing inner race at the tip of the nose tube was out of alignment and the bearing at the tip of the nose tube was worn out / inner race was no longer in axial alignment not allowing insertion of the cutter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings damaged from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.